Event description:
It was reported that the autoclavable camera head exhibited small cylindrical object fell out of the device. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device (ccd) lens was missing and no image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was due to missing charged coupled device lens. Additionally, the most probable cause for the malfunction no image was due to damaged charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.